Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she has been experiencing high blood glucose of 200 mg/dl. Customer declined troubleshooting for high blood glucose but did states there were champaign size air bubbles in the reservoir. Customer uses cold insulin and stated she will switch it out and wait until the insulin is at room temperature. Customer current blood glucose was about 300 mg/dl. Customer is not returning the reservoir for further analysis.